Manufacturer narrative:
The pod was received fully deployed. The download data shows the pod was deactivated at the end of second prime. Timeouts and a drive stall were observed in the download data. The pod was reset, connected to an unused pdm, programmed to deliver a 10 unit bolus, and deactivated. The timeouts and drive stall were not replicated in the rerun. No damages to the environmental seal or bottom housing were observed. No damages or deficiencies were observed that could have contributed to the reported event. The needle mechanism was manually reset to a non-deployed state, and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. It could not be conclusively determined if the drive stall contributed to the reported event.

Event description:
It was reported by the patient that the needle did not pop out when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.